Event description:
It was reported that during a data review, the physician noted atrial tachycardia response (atr) mode switch episodes that were inappropriately declared due to far-field over-sensing. It was hypothesized that the patient's small intrinsic r-wave amplitude measurements likely contributed to the over-sensing. The device data was forwarded to boston scientific technical services (ts) and reprogramming options were provided. Recently, it was stated that the patient was seen in-clinic and the device was potentially reprogrammed to resolve the event, but this has not yet been confirmed. At this time, this implantable device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during a data review, the physician noted atrial tachycardia response (atr) mode switch episodes that were inappropriately declared due to far-field over-sensing. It was hypothesized that the patient's small intrinsic r-wave amplitude measurements likely contributed to the over-sensing. The device data was forwarded to boston scientific technical services (ts) and reprogramming options were provided. At this time, this implantable device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during a data review, the physician noted atrial tachycardia response (atr) mode switch episodes that were inappropriately declared due to far-field over-sensing. It was hypothesized that the patient's small intrinsic r-wave amplitude measurements likely contributed to the over-sensing. The device data was forwarded to boston scientific technical services (ts) and reprogramming options were provided. Recently, it was stated that the patient was seen in-clinic and the device was reprogrammed to resolve the event. The physician is continuing with normal follow-up appointments. At this time, this implantable device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during a data review, the physician noted atrial tachycardia response (atr) mode switch episodes that were inappropriately declared due to far-field over-sensing. It was hypothesized that the patient's small intrinsic r-wave amplitude measurements likely contributed to the over-sensing. The device data was forwarded to boston scientific technical services (ts) and is currently pending review. At this time, this implantable device remains implanted and in-service. No adverse patient effects were reported.